Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged no power to the pump. The reporter denied any damages to the battery compartment and to the battery cap. The reporter denied moisture in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission (B)(6) 2016. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the review of the black box data showed multiple unexplained power reboots. Investigators were unable to adequately investigate and confirm the original complaint, due to a secondary failure in the form of blank display. However, the pump powered on with intact auditory and vibratory features to a blank screen. The returned battery cap was undamaged and was able to fit securely and to maintain electrical connection. The blank screen may have been misinterpreted by the user as an issue of no power to the pump. It was noted that the battery compartment was cracked and upon removal of the pump cover, moisture was found throughout the internal pump components potentially contributing to a blank display issue.